Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized as he fell down on (B)(6) 2017 with blood glucose of 200 mg/dl. The customer¿s blood glucose level was 137 mg/dl. The customer¿s wife reported that her husband fell off and was taken to hospital and he was hospitalized for overcoming the surgery and during hospitalization the physician broke the battery compartment. The customer was wearing the pump until physician broke it off. The customer was wearing the insulin pump during the hospitalization. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with cracked reservoir tube lip and minor scratches on display window noted. Pump was inspected with no broken battery compartment noted.